Event description:
It was reported that the catheter did zero but ceased to deliver a signal after several hours of implantation. The cam02 (inter-cranial pressure and temperature monitor) displayed a message that was described as "catheter failure". Add'l info was requested and the following was provided on (B)(4) 2013: pt's underlying medical condition and type of procedure performed were unk. On (B)(6) 2013, the female pt was monitoring fine for the majority of the day after surgery. However, the later shift was not getting a reading on the cam02 monitor. It was reading catheter failed. The vtun worked/delivered a signal for approx 6 hours before it ceased. After the product problem occurred, they had to transduce the pt. There was no pt harm or injury because there was no signal delivered. The pt went to the operating room over the weekend (reason not provided) and the catheter was removed and discarded. Pt's current status/outcome was reported as unk, moved to another location.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. The device was removed from the pt and discarded. An investigation has been initiated based upon the reported info.